Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this patient died in (B)(6) 2013. The patient's history was significant for a hospital admission due to ventricular tachycardia (vt) associated with antitachycardia pacing (atp) and shock therapies in (B)(6) 2013. The local representative was contacted and the device was successfully interrogated. No system anomalies were identified at that time. The patient had been recently discharged in (B)(6) 2013 but was readmitted the next day and died while in another hospital's emergency room (ER). It was unclear if the device was interrogated just prior to the last hospital discharge as a boston scientific representative was not contacted to interrogate the device. The local representative was recently informed that the patient had developed incessant ventricular fibrillation (vf) following hospital discharge in (B)(6) 2013 which could not be terminated despite delivery of multiple external shocks. The local representative went to the hospital's morgue and the device was interrogated. Upon interrogation, the device had reverted to storage mode in (B)(6) 2013. Shortly before the device reverted to storage mode, the patient developed incessant vt resulting in multiple shock deliveries boston scientific received information from the local representative that no autopsy was performed and the device will not be returned to boston scientific for laboratory testing. The patient's remote monitoring system was reactivated and stored data was reviewed by boston scientific's technical services (ts). The date of the last data upload was sent prior to the death of this patient and reversion to storage mode. The device's battery voltage in (B)(6) 2013 was 2.88 volts.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.